Event description:
Philips received a complaint on the heartstart mrx device indicating that the device has an error message.

Manufacturer narrative:
Available information indicates that the error message was displayed due to malfunction of battery (does not charge 100%). The battery was replaced in order to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.